Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 3 months post implant of this 23mm bioprosthetic valve, the valve was explanted and replaced with a 29mm valve of a different model for unknown reasons. No additional adverse patient effects were reported.